Manufacturer narrative:
Device analysis found that the plasma fuse of the device was in an open condition. Analysis of device memory noted two codes recorded on the date of the patient's death. One code indicated the presence of a short in the right ventricular lead and the other indicated that device charge time had been exceeded. Analysis of device memory by a technical services consultant confirmed that the codes found in device memory had been issued prior to the patient's passing. The charge time out and open plasma fuse were confirmed to be the result of the shock delivery into a shorted lead.

Event description:
It was reported that laboratory analysis of this device, which was returned with no allegations, found evidence in device memory of a product problem.